Event description:
The customer reported an intermittent loss of cine function. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The correct system software was loaded. The system was then found to be operating as intended.